Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss and unexpected restart. The customer also indicated that it looks as if the lcd screen is leaking. Customer does not recall any significant events leading to the error. Customer's blood glucose was 108 mg/dl at the time of incident. The customer was advised to monitor pump and call back if any further issues. No further information was provided.